Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7, d6b, h6.

Event description:
The device was explanted.

Event description:
Healthcare professional reported right side ¿ripples¿, ¿implant walls are well defined, slightly wavy¿, ¿breast implants with folds¿, ¿capsular contracture baker grade IV¿, and ¿patient feels pain and discomfort¿. The device remains implanted.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.